Event description:
It was reported that noise was observed on the high voltage lead. The lead was explanted and replaced. Patient's condition was good after the procedure.

Manufacturer narrative:
A complete lead was returned in two pieces. Internal abrasion under the rv shock coil was noted at 3.5-4.0 cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 3.0-4.0 cm from the distal tip. The etfe coating of the sensing conductor was abraded at this location. This is consistent with the reported field event of noise.

Manufacturer narrative:
(B)(4).